Event description:
It was reported that the connector of an unspecified primary IV (intravenous) tubing set was found to be completely smashed. This was observed after priming the set with medication when the nurse removed the cap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the affected product is "clearlink system continu-flo solution set"; previously submitted as "unspecified primary IV (intravenous) tubing set". D1: the update to brand name is "clearlink duo-vent continu-flo solution set"; previously submitted as ni d4: the update to product code is "2c8541"; previously submitted as asku g1: the updated manufacturing facility is baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 g4: the 510k # is "k203609"; previously submitted as "na" h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.